Event description:
It was reported to boston scientific corporation that a wallstent rx biliary system was used during a common bile duct stenting procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was palliation of malignant stricture in the biliary tree. The patient anatomy was not noted to be tortuous. During the procedure, the stent system was introduced into a videoendoscope with a 3.2mm working channel and was passed up to 25cm. However, the physician encountered strong friction when advancing the device. The physician removed the stent system from the endoscope. The physician then inserted a second wallstent rx biliary system into the endoscope but again friction was felt. It was discovered that the first stent had prematurely deployed within the working channel of the scope. The resistance felt with the second stent system was due to the deployed first stent within the scope. The scope was removed from the patient and sent for repair. A second endoscope was used along with the second wallstent rx biliary system to complete the procedure successfully. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device noted that the stent was fully deployed. An examination of the deployed stent found that the stent wires on one end were severely damaged. A visual and tactile examination of the delivery system noted slight kinking on the clear section of the outer sheath between 125mm and 135mm proximal to the distal end and again between 330mm and 341mm proximal to the distal end. No issues were noted with the stent cup or holder. In addition, there was no issue with the movement of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the product that met the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary system was used during a common bile duct stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was palliation of malignant stricture in the biliary tree. The patient anatomy was not noted to be tortuous. During the procedure, the stent system was introduced into a videoendoscope with a 3.2mm working channel and was passed up to 25cm. However, the physician encountered strong friction when advancing the device. The physician removed the stent system from the endoscope. The physician then inserted a second wallstent rx biliary system into the endoscope but again friction was felt. It was discovered that the first stent had prematurely deployed within the working channel of the scope. The resistance felt with the second stent system was due to the deployed first stent within the scope. The scope was removed from the patient and sent for repair. A second endoscope was used along with the second wallstent rx biliary system to complete the procedure successfully. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to have been born in (B)(6). (B)(4) for the reported event of stent prematurely deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.